Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the case and that the tamper seal was broken/removed from the plunger cases. Review of the event history log showed an occurrence of "primary audible alarm bgnd test." Functional testing involved occlusion testing. The reported issue was not duplicated during the investigation. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.